Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) values displayed as "low"; however, specific value was not provided. Customer took corrective action by consuming carbohydrates was taken. A pump log review was performed, and it was found that the customer is overriding boluses as carbs not realizing that unit of insulin is not the same as carb delivery leading to the decreased bg.